Event description:
It was reported that the device had intermittent loss of capture. The device was removed and another was implanted. It was later reported that the right ventricular lead had loss of capture. The lead was capped and replaced. It was also reported that the patient "was put to great pain and suffering and further medical complications" and "suffered physically and emotionally" due to the pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. No anomalies were found.